Event description:
The physician attempted to remove the drain and the drain tore leaving a piece of the drain inside the patient. The patient had to be taken to surgery to remove the retained portion of the drain. FDA safety report ID # (B)(4).